Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The inspection revealed false-positive asystole detections as well as false-positive hvr detections. However, the root cause was not conclusively determinable based on the available information. The signal amplifier in the biomonitor iiim is designed to also detect signals of very low amplitude and low frequency, in order to display important information such as p-waves in the secg with high fidelity. Depending on the implants location, the patients movement or external influences, like mechanical effects or magnetic fields, may cause a temporary shift of the baseline. The devices input stage includes a high pass filter, which filters out slow baseline drifts. However, in extreme cases such a drift may lead to a saturation of the devices amplifier. Changing the filter frequency from the standard setting of 0.5 hz to 0.05 hz increases the likelihood of such a saturation. This does not represent a device malfunction. In summary, the review of the quality documents confirmed a regular device manufacturing. The returned secgs contained false-positive asystole and hvr detections. However, the root cause of these observations was not determinable. There is no indication of a device malfunction.

Manufacturer narrative:
(B)(6)2023 device was explanted on (B)(6)2023 and replaced with crt-d system on (B)(6) 2023. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device as well as the returned data were thoroughly inspected. The inspection revealed false-positive asystole detections as well as false-positive hvr detections. However, the root cause was not conclusively determinable. The signal amplifier in the biomonitor iiim is designed to also detect signals of very low amplitude and low frequency, in order to display important information - such as p-waves - in the secg with high fidelity. Depending on the implants location, the patient's movement or external influences, like mechanical effects or magnetic fields, may cause a temporary shift of the baseline. The devices input stage includes a high pass filter, which filters out slow baseline drifts. However, in extreme cases such a drift may lead to a saturation of the devices amplifier. Changing the filter frequency from the standard setting of 0.5 hz to 0.05 hz increases the likelihood of such a saturation. This does not represent a device malfunction. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. In summary, the review of the quality documents confirmed a regular device manufacturing. The returned secgs contained false-positive asystole and hvr detections. However, the root cause of these observations was not determinable. The analysis revealed no indication of a device malfunction.

Event description:
The patient filed mw5120535 with FDA. Per patient, this device failed to detect afib and report it to his physician. The patient stated that this resulted in him going to the ER with afib which is where they found thrombus. He said that he suffered emotional distress and was in the hospital 5 days. We were informed that the patient has a competitors dual chamber ICD system but that the atrial lead is not sensing. This loop recorder and the ICD system are still implanted in the patient. Should additional information be received, this file will be updated.